Event description:
An implant card was received stating that this patient received a generator replacement and the reasons were stated as prophylactic and high impedance. High impedance was indicated as being present when the new generator was implanted, and the surgeon is aware. No known surgical intervention to replace the lead has occurred to date. No other relevant information has been received to date. The explanted product has not been received by the manufacturer to date.

Event description:
It was reported that the patient was experiencing high impedance and low battery. According to caregiver at appointment, it is unclear if vns has ever helped. No known surgical intervention has occurred to date.